Event description:
Hernia repair using mesh has resulted in chronic discomfort, pain, and sexual functioning problems. Symptoms include: testicle soreness, groin pain, energy depletion, libido reduction, dry vomiting and erectial dysfunctioning. Psychological ramifications include depression and fear of doctors.